Event description:
It was reported that the device appeared to be oversensing the p-wave. Settings were adjusted and patient was monitored. No more oversensing observed. No patient complications were reported as a result of this event.

Event description:
It was reported that the device appeared to be oversensing the p-wave. Settings were adjusted and patient was monitored. No more oversensing observed. No patient complications were reported as a result of this event .it was further reported that the lead continues to oversense and the patient was receiving extra pacing at times. The patient reported that they felt "dizzy" at times. The settings were reprogrammed once again and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.